Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/24/2024. Ain investigation was conducted on 05/01/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The heater wire and gray silicone insulation of the jaws were observed to be intact with no visual defects. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. The scope wash tubing and retention rib did not remain attached to the cannula. An engineer evaluation was conducted on 05/30/2024 with the following results: the c-ring half with the attached scope wash tubing was visually examined under magnification. There was residual adhesive observed at the location where the retention rib would have been located on the scope wash tube. Next, the bunt tip of the cannula was visually examined under magnification. The retention rib was found lodged in the backside of the blunt tip hole that the scope wash tube passes through. Based on the returned condition of the device, investigation results, and engineer evaluation, the reported failure "break; c-ring", as well as the analyzed failures "material deformation; c-ring" and "break; scope wash tubing", was confirmed. Specific actions for the reported failure mode "break; c-ring" and the analyzed failure "material deformation; c-ring" are being maintained and documented under maquet's corrective and preventive action (CAPA) system.¿ the lot # 3000379282 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 harvesting cannula was being used in the leg for vein branch cutting and removal. During the use of the device, the "c" ring broke in half. No part of the "c" became detached in the leg; therefore, no part of the device was not accounted for. There was no delay to the case. A new kit was opened to complete the case. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. E1 event site name due to character limitations hca-plaza medical center of fort worth

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h7, h9, h10. CAPA 1039601 was initiated to address the analyzed failure "material deformation; c-ring" and product ¿evh cannula¿.

Event description:
N/a.